Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information of an oily substance behind the pump. Reportedly, the customer did not smell insulin. Customer's blood glucose level was elevated. During troubleshooting, the customer stated there was no insulin seen from the infusion set tubing or the cartridge.